Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user sought to return the ilet after experiencing difficult blood glucose fluctuations while continuing to use the device, noting that challenges understanding meal announcements contributed to the events, and the user declined additional training or troubleshooting after initial education was provided. Symptoms included dizziness, sleepiness, headache, sweating, weakness, confusion, and feeling unwell during episodes of low and high blood glucose. Outcomes included transient hypoglycemia treated with oral carbohydrates without medical intervention and prolonged hyperglycemia for about a day during which the user self-administered insulin, performed ketone testing with high results, and followed a ketone action plan without requiring professional care. Investigation included review of user-reported history, device use context, and completion of troubleshooting and education. Investigation of this case revealed no device malfunction reported and that user misunderstanding of meal announcement timing and selection plausibly contributed to glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributory user-related use error and insufficient training effect. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.